Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2024, the patient experienced a skin infection. The patient developed redness, inflammation, and a hard pimple (smaller than a quarter size) at the needle puncture site. On the same day, the patient went to an urgent care clinic and the physician diagnosed the patient with an abscess at the sensor insertion site. No labs or wound culture testing were reported. The physician applied a topical anesthetic to the insertion site and performed an incision and drainage (I&d) to help relieve the pus. The patient stated the procedure took 20 minutes and the md only applied a topical antibiotic medication to the area and an adhesive compression bandage to help close the incision site. He mentioned the incision site healed after 24 hours. At the time of the follow-up report (06/12/2025) no photo of the infection site was provided, and the patient confirmed the wound had already healed and he was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).